Event description:
While using the microdebrider to open the maxillary sinus, 5mm of the tip of the microdebrider broke off. The tip was seen in the maxillary sinus. We were able to retrieve the tip, despite active bleeding. The tip could have been sent down the nasal passage to the throat.